Manufacturer narrative:
Date of submission 16-may-2018 the device has been returned and evaluated by product analysis on 03-may-2018 with the following findings: the pump was returned with moisture in the battery compartment. The battery compartment was found to be cracked. When the pump was opened, moisture was found on the internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.